Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for any malposition of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Filter malposition. Movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the filter shifted and it was unable to be removed. There was no known consequence to the patient. No additional information surrounding this event was provided.

Event description:
It was reported that some time post filter deployment (date not provided) the filter shifted and it was unable to be removed. There was no known consequence to the patient. No additional information surrounding this event was provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc, detached, and filter strut(s) perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experiences chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: an inferior vena cava (ivc) filter was deployed for a preoperative diagnosis of deep vein thrombosis and remote myocardial infarction. The filter was placed mid ivc via the right common femoral vein. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt, detachment, and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the ppf, the filter was placed in conjunction with or before bariatric procedure. Per the IFU (instructions for use), "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible the procedure affected the stability of the filter. However, the definitive root cause for the event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2011) (manufacturing date: 10/2008).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, detached, struts perforated into organs and embedded in the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experiences chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and five months post filter deployment, computed tomography (CT) revealed the filter was in mid to upper abdomen and the filter struts were protruded through the caval wall with the longest distance of 9 mm. Gastrointestinal upper single contrast with small bowel revealed one of the filter legs was detached and situated immediately adjacent to the filter. Therefore, the investigation is confirmed for perforation of the ivc and filter limb detachment. However, the investigation is inconclusive for filter tilt. Per the ppf, the filter was placed in conjunction with or before bariatric procedure. Per the IFU (instructions for use), "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible the procedure affected the stability of the filter. However, the definitive root cause for the event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, d4(expiry date: 10/2011), g4, h4(manufacturing date: 10/2008). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.